Event description:
We received an allegation about discrepant results for 1 patient serum sample with elecsys free prostate-specific antigen (fpsa) assay and elecsys total prostate-specific antigen (tpsa) assay on a cobas 6000 e601 module. This medwatch will apply to the fpsa assay. Please refer to the medwatch with a1. Patient identifier (B)(6) for information related to the tpsa assay. Fpsa initial result: 9.25 ng/ml (tested from the sample tube). Tpsa initial result: 9.56 ng/ml (tested using an eppendorf tube on a hitachi cup). The physician questioned the initial result as it did not match the patient's diagnostic imaging report and requested a repeat of the sample along with an additional tpsa test. Fpsa 1st repeat result: 7.94 ng/ml (tested using an eppendorf tube on a hitachi cup and another reagent pack). Tpsa 1st repeat result was not provided. To double-check the results, the patient was tested at another laboratory and obtained a free psa result of 0.2 ng/ml and a total psa result of 0.41 ng/ml and these results were considered normal results. For this reason, the customer repeated the sample for a 2nd and a 3rd time. Fpsa 2nd repeat result: 0.208 ng/ml (tested using an eppendorf tube on a hitachi cup). Tpsa 2nd repeat result: 0.410 ng/ml (tested using an eppendorf tube on a hitachi cup). Fpsa 3rd repeat result: 0.213 ng/ml (tested on a hitachi cup). Tpsa 3rd repeat result: 0.429 ng/ml (tested on a hitachi cup). The results with the lower values were deemed to be correct.

Manufacturer narrative:
The tpsa reagent lot number was 763034 with an expiration date of 30-apr-2025. The cobas e601 module serial number was (B)(6). The measuring cell was last replaced on 13-jul-2023. The calibration was last performed on 27-jul-2024 and it was within the expected range. The provided qc was within the expected range on the day of the event. The qc was performed twice on the day of the event during the 2nd and the 3rd run. The provided alarm trace did not show any abnormality. The investigation is ongoing.

Manufacturer narrative:
The sample was not available for investigation. A general reagent problem can be excluded because the qc before the event was within ranges. The investigation did not identify a product problem. The cause of the event could not be determined.